Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self-testing.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the 840 ventilator upper display was erratic. There was no patient connected to the device.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.